Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 15, 2007, the lay user/patient contacted lifescan alleging that her one touch ultra was not powering on. The patient claimed that there has been no trauma to the meter and that the battery was replaced per the owner's manual. The patient did not have her meter with her, so no troubleshooting was done on the phone with the customer care advocate (cca). The patient reportedly sought assistance/advice from a health care professional approximately in 2007, at 3am. The patient was vomiting and had labored breathing at the time of concern. The patient claimed that she did not test on her meter before and during the reported symptoms. It is unknown when, the patient last attempted to use the meter. The patient's blood glucose was "hi" on an unidentified device and was treated with insulin. It would be help to know how often the patient tests on her meter and how long the patient has been unable test due to the alleged power issue. It would also be helpful to know when her last attempted test was before the reported symptoms and what occurred prior to her symptoms, such as her activity levels, medications, meals, and any other health conditions. There is insufficient information regarding the start of the alleged power issue and the patient's symptoms. However, this complaint is being reported because the patient alleged having symptoms while using the reported meter and was treated for hyperglycemia. The meter, test strips, and control solution were replaced.